Event description:
Complainant alleged that during functional testing, the device failed the watchdog timer self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was verified and attributed to foreign substance on a resistor on the main board. The main board assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.